Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
A steris service technician was performing service activity on equipment in the room in which the user facility's innowave pcf sonic irrigator is located. The technician observed that the unit's lid was open, and the unit was spraying water onto the floor. The technician immediately closed the lid and shut down the unit. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite and found the circuit board and generator board required replacement. The technician replaced the boards, tested the function and operation of the device, confirmed it to be operating to specification, and returned it to service. The circuit board and generator board were returned for evaluation. Evaluation results determined that the power supply within the boards had failed subsequently causing them to short circuit and the reported event to occur. The cause of the power supply failure could not be determined. No additional issues have been reported.